Manufacturer narrative:
(B)(4).

Event description:
The pump was returned to sigma under recall 1314492-09/13/10-003-r. Upon initial evaluation in service, it was observed that the lower bearing had failed. Sigma requested information from the customer relating to any incidences with this pump. The customer reported no complaints or service requests, for this pump, in their records. There was no patient involved.